Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a worn downstream occlusion (dso) nub was found. The dso nub was replaced to fix the issue.

Event description:
It was reported that the device is double beeping. The results of the investigation found that the device's downstream occlusion (dso) nub was worn and that the device showed high pressure alarm in the event history log due to the worn nub. There was no patient involvement.